Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). The reporter stated there were lines in the results field of the display and results were difficult to read. There is a possibility that results could be misinterpreted, but no actual result misinterpretation occurred.

Manufacturer narrative:
The customer has not returned the product for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.